Manufacturer narrative:
Baxter has contacted the account three times requesting the device to be returned for inspection. The account was unresponsive to the attempts and the device did not return to manufacture. Therefore, baxter is completing this complaint due to the amount of time. Based on this information, no further action is required. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary.

Event description:
Baxter received a report that totalcare product config had head not going up. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.